Manufacturer narrative:
A ge service representative performed an on site investigation. A collimator calibration and beam alignment were performed. The system was then found to be operating as intended and within specifications.

Event description:
The customer reported the beam size of the device exceeded the visible image in mag1 and mag2. No report of patient injury.